Manufacturer narrative:
A ge svc rep performed an onsite investigation. The backplane was evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.

Event description:
It was reported that the system had an ffb shut down which is likely to result in the system not completing booting up. There is no report of a pt injury or death associated with this event.